Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. The customer's current blood glucose level during the call was 433 mg/dl. The customer had symptom of shaking. The customer treated the high blood glucose with boluses from the insulin pump. Troubleshooting was performed and insulin was able to exit without incident. The customer also mentioned that there were air bubbles in the reservoir but they were smaller than carbonation bubbles. The insulin pump passed the no delivery test. It was also found during troubleshooting that there was blood on site when they removed the set. The site did not show signs of infection. The site was not actively bleeding at the time of the call. The customer was advised to change the set and monitor the issue. The product will not be returned for analysis.